Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient was admitted for some procedure. On (B)(6)2010, the patient presented with pre-op diagnosis as: l3-s1 spondylosis with instability ; status post diskitis treated with IV antibiotics ; status post previous left l3-4 and left l5-s1 microdiskectomies. The patient underwent following procedures: l3-4 and l4-5 bilat plif with cages filled with bmp , dbm and bone marrow. L3-s1 bilat posterior segmental instrumentation with pedicle screw system including new rods from, l3-s1 bilateral posterolateral fusion with rhbmp/2 , non structural locally harvested autograft, dbm and bone marrow aspirate. Re-exploration of left l3-4 mesial facetectomies. L2 inferior hemilaminectomy l3,l4,l5 decompressive laminectomy. S1 superior hemilaminectomy, right l3-4 , bilateral l4-5 , right l5-s1 total facetectomy bone marrow aspirate harvest from the l4 vertebral body. Per op-notes, ¿.. The cages were then filled with bmp , dbm and bone marrow aspirate and tapped into the disk space. Attention was turned towards the l4-5 level where again bilateral annulotomies were performed ¿ trial was then placed into the disk space and conformity ap and lateral fluoroscopy taken. .. Two cages of were filled with bmp , dbm and bone marrow aspirate and tapped into the disk space¿ a bilateral l3-s1 fusion was then performed with bmp , non structural locally harvested autograft, dbm , and bone marrow aspirate. ..¿

Event description:
It was reported that on (B)(6) 2010, the patient underwent a l3-s1 and l4-l5 lumbar fusion surgery in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on (B)(6) 2011, the patient underwent a l1-l2 bilateral plif in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on (B)(6), 2011 the patient underwent a l2-l3 bilateral plif with stryker avs pl cages and l2-l3 plf in which rhbmp-2/acs was used. It was reported that following the surgery, the patient began to develop severe back pain and radiating pain to his legs.